Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent an email stating that the batch she purchased is splitting during insertion. No injury was reported.